Event description:
It was reported that the product requires revision and calibration. The device was noted to cut poorly. No surgery occurred as a result no harm or delay were reported to have occurred. No other adverse events were reported along with this event.

Manufacturer narrative:
This complaint has been recorded under (B)(4). Once investigation is completed a final/supplemental report will be submitted.

Manufacturer narrative:
This incident has been recorded under (B)(4). . G2 foreign: spain review of the most recent repair record determined the unit was out of calibration and would not cut properly. The comb was damaged and two screws were missing. The comb and screws were replaced and the unit was calibrated to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350 - 2022 - 00259, 0001526350 - 2022 - 00707, 0001526350 - 2022 - 00706, 0001526350 - 2022 - 00705.

Event description:
No additional information is available.